Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the pressure domes are disconnected from the arterial and cardioplegia lines. There were four occurrences of this event. The event did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device; therefore, no physical investigation was performed. The root cause of the event is due to workmanship; the connection was not properly secured. Terumo has made revisions to the pack. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).